Event description:
It was reported that the right ventricular lead exhibited noise. The qrs complexes seemed to causing noise algorithm to activate. The device sensitivity was reprogrammed. The lead remained implanted.

Manufacturer narrative:
(B)(4).